Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide indicates that the device is intended for the management of diabetes mellitus in persons requiring insulin, for individuals (B)(6) of age and greater.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (approx. 300 mg/dl). Elevated levels were treated with correction boluses. System check performed with tandem technical support indicated that the pump performed as intended. Incomplete bolus alerts were noted in pump history and discussed with contact. Customer's bg level at time of report was 164 mg/dl. Recommendation was made to consult with health care provider.